Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.

Event description:
A customer reported the swivel mechanism of their epiq elite ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility.the failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The field service engineer evaluated the system and replaced the solenoid and cpa bearing to replace the system. An investigation is underway to determine the root cause of the issue.results of the investigation will be included in a follow up report upon its completion.